Event description:
Iabp catheter placed in patient during procedure. Procedure went well. After placement iabp warning ¿iabp optic fiber sensor malfunction¿ team troubleshooting problem. Unable to fix problem, called the help line to assistance. Spoke with maqrquet rep and she explained fiber optic is broken and is not working correctly, will need to send catheter in to manufacture to diagnose catheter problem. After finish troubleshooting fiber optic sensor, another warning sign showed up stating ¿iabp catheter restricted.¿ rep talked us through troubleshooting problem, unable to fix problem during this time. Dr aware. Will need to replace entire iabp catheter. Manufacturer response for iabp sensation plus 7.5 fr x 40 cc, maquet (per site reporter). Manufacturer wanted to review the device. A return kit was mailed and device was sent out to mail.